Manufacturer narrative:
Siemens has determined that there has been in an increase in non-repeatable false positive ctni results. The ongoing root cause analysis being conducted as a part of the CAPA for this issue has determined that this issue is related to testpak reagent. Investigation of this complaint has determined that this event falls within scope of this issue given the event describes a non repeatable false positive ctni where repeat testing of the same sample on a stratus gave a negative value which was accepted as true.

Event description:
The customer reported false positive troponin results on the stratus cs when repeated on the same stratus cs and on another stratus cs. There was no report of injury due to this event.